Event description:
Additional information received (B)(6) 2023 reporting the procedure as a ureteroscopy procedure. No additional procedures were required to remove the portions of separated device. The portions were removed successfully during the same procedure. No unintended portion of the device was left in the patient.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported on 31aug2023 that there was an incident with an open-end flexi-tip ureteral catheter. On (B)(6) 2023, the open end of the 5-ch urethral catheter broke off during a ureteroscopy procedure. The ureteral catheter was staged in the 'alberante siphon' / 'albarrán lever' and was visible in view. When the guide wire was advanced, it did not appear from the ureteral catheter, but to the right of it. Therefore, they removed the 'alberante siphon' / 'albarrán lever' and extracted two sections of the urethral catheter. To be able to continue with the procedure, they immediately opened a new urethral catheter with a different lot number. The two lot numbers were mixed up so the customer does not know which one was the faulty one. There were no adverse effects or additional procedures reported for the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. The catheter was returned to cook for evaluation, separated into two segments, without its original package or device label. The proximal segment measures 38.8 cm and the distal segment measures 28.4 cm. The point of separation appears to be a straight break, and the two returned segments have a mating fracture. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR) for both possible lots; neither records any relevant non-conformances related to the reported failure mode. A database search for complaints on the reported lots found no additional complaints reported from the field. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The catheter was supplied with IFU t_urecat_rev1 which includes the following: precautions these devices are intended for use by physicians trained and experienced in urological techniques. Standard techniques should be employed. Avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Do not withdraw catheter while deflected in cystoscope/endoscope. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that a cause for the complaint cannot be established. Though the information was requested, is not known if any resistance was experienced during placement of the catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - two possible lot numbers: product lot #15281413; UDI (B)(4); expiration date 16mar2026 or product lot # 14961089; UDI (B)(4); expiration date 15sep2025 e1- customer (person): postal code: (B)(6) // phone: (B)(6). H4 - manufacturer date: 16mar2023 or 15sep2022. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an open-end flexi-tip ureteral catheter separated in the patient during the procedure. During an unknown procedure on (B)(6) 2023, the ureteral catheter was placed and visible in a cystoscope with an albarrán lever. It was said when the guide wire was advanced, it did not appear from the ureteral catheter, but to the right of it. Therefore, the scope was removed, and two portions of the catheter were extracted from the patient. A new catheter with a different lot number was used to complete the procedure. Two different lot numbers were provided, but the customer is uncertain which lot was used and which lot separated. No other adverse effects were reported for the patient and no portion of the device was left within the patient.